Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient's father stated that patient had low blood glucose (bg) and reported a bg value of 3.3 mmol/l. The continuous glucose monitor (cgm) was reading accurately at the time of event, showing a reading of 4.4 mmol/l. The patient told their parents they were hungry and was given glucose tablets to increase their blood sugar. No medical intervention or injury was reported. At the time of contact, the patient was doing well. No additional patient or event information is available.